Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8709sc, lot# serial#(B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving morphine [1 mg/ml] at a dose of 0.25 mg via an implantable pump for non-malignant pain and post lumbar laminectomy syndrome. It was reported on (B)(6) 2017 that the catheter was not working. It was related that the hcp tried to aspirate the side port but could not obtain fluid. The date of the event was (B)(6) 2017. It was indicated that there were no environmental/external/patient factors that may have led or contributed to the issue. Surgical intervention occurred as the old catheter was completely removed and a new catheter was implanted. It was indicated that the catheter would not be returned as it was discarded. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ the patient medical history was asked but unknown. The patient weight was asked but unknown. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.